Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported continuous occlusion alarm is attributed to the 0.2-micron filter attached to the administration set. The results of testing the suspect pump module identified both pressure sensors to be operating within specification. To ensure the filter was the cause of the issue, a new 2205-0500 set with the received in-line filter attached was primed and loaded into the pump module and a test infusion with a rate of 500 ml/h and a volume to be infused (vtbi) of 100ml was programmed. The device started to occlude numerous times, confirming it was the filter. The administration set was observed with an unknown fluid primed in it. Incomplete bonding engagements were observed where the roller clamp was, which affected the priming of the set. On (B)(6) 2024 at 6:17 pm, an infusion was programmed with the reported rate of 4.4 ml/h and a vtbi of 100ml. On (B)(6) 2024 from 4:49 pm to 5:06 pm the pump module alarmed for ¿occluded patient side¿ four (4) times and the user restarted the infusion each time. Two (2) minutes later the pump module was selected, and an infusion was programmed with a rate of 4.4ml/h and a vtbi of 100ml. From 5:12 pm to 5:29 pm the pump module alarmed for ¿occluded patient side¿ sixteen (16) times and the user restarted the infusion each time. At 5:38 pm the pump module was selected and an infusion with a rate = 4.4ml/h and a vtbi of 200ml was programmed. The pump module alarmed for ¿occluded patient side¿ two (2) times, then the device was selected, and the user changed the occlusion pressure to 300, the user restarted the infusion. At 5:48 pm the pump module was selected, and an infusion was programmed with a rate of 4.6 ml/h and a vtbi of 60 ml, then the infusion was started. At 5:49 pm, the pump module alarmed for ¿occluded patient side¿ seven (7) times, the user restarted the infusion each time, after the last time the pump module showed ¿check IV set¿ then the device was channeled off. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The bd alaris¿ system user manual states that the system is capable of infusing during various conditions encountered in clinical practice, for instance through small gauge catheters, filters, and other components. The system is designed to alarm and stop based on pressure limit settings, but you must monitor the infusion to ensure that it is proceeding as expected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported continuous occlusion alarm is attributed to the 0.2-micron filter attached to the administration set. Note that this report lists imdrf annex a040502, a0709, c16, c23, d11, d0301, g0301204, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump continuously alarmed for occlusion during an infusion of total parenteral nutrition (tpn). The infusion was programmed as "basic infusion" with a rate of 4.4ml/hr. Via peripherally inserted catheter (pic) line. The tubing had an add on 0.2micron filter (model: mf1828a, manufacturer: imf, lot: mf011). The infusion was then transferred to another pump. Per report, the last time the pump's pressure sensor was replaced was on (B)(6) 2024. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump continuously alarmed for occlusion during an infusion of total parenteral nutrition (tpn). The infusion was programmed as "basic infusion" with a rate of 4.4ml/hr. Via peripherally inserted catheter (pic) line. The tubing had an add on 0.2micron filter (model: mf1828a, manufacturer: imf, lot: mf011). The infusion was then transferred to another pump. Per report, the last time the pump's pressure sensor was replaced was on (B)(6) 2024. There was patient involvement but no harm.